Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the left ventricular (lv) lead was observed with high capture threshold. Flouroscopy confirmed the lv lead had dislodged. Both rv and lv leads was capped and replaced on 18 dec 2023. The patient was in stable condition.